Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) stopped compressions and displayed fault code 16 (timeout moving to take-up position)" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to defective drive train motor as a result of wear and tear of the device. The autopulse platform was manufactured in 2012 and is 7 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. During initial functional testing, the autopulse platform stopped after performing few compressions and displayed fault code 16 (timeout moving to take-up position). The archive data review showed occurrence of fault code 16 on the reported complaint date. The autopulse platform did not achieve the target depth for take-up and during compression within the specified time (~5 secs) due to the defective drive train motor. The drive train motor was replaced to remedy the problem. Unrelated to the reported complaint, noticed that the archive data was partially corrupted. The processor board was initialized to address the observed problem. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) stopped compressions and displayed fault code 16 (timeout moving to take-up position). The autopulse platform was tested back at the station and the platform displayed fault code 16. No known impact or consequence to patient information was provided.